Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope exhibited b30 scope communication error. The event occurred during preparation for use, prior to a bronchoscopy diagnostic procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to duplicate the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image not displayed (no error displayed), light guide lens dirty, control unit scratched, scope connector cover scratched, universal cord dented, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to dent on channel tube, forceps could not be inserted smoothly, due to damage on charged coupled device unit, the image did not displayed, and connecting tube dented. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device causing the charged coupled device (ccd) to become broken, causing an error message to display. The user can detect the suggested event properly in accordance with the following instructions for use (IFU): "inspection of the endoscopic system - inspection of the endoscopic image" olympus will continue to monitor field performance for this device.